Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2015 that high impedance was observed for a patient during a routine check. The physician decided not to turn the device off. The patient was last seen 6 months prior, and no trauma to the area has been reported. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2015 and implant card was received indicating that patient had a full replacement on (B)(6) 2015 due to the lead discontinuity. Product attempts have been made but the explanted devices have not been received to date.

Event description:
The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the returned generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. A break was identified in the positive coil of the returned lead. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified openings in the outer silicone tubing and the cut ends of the returned lead portions.